Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call of a low battery alert and button error from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump's battery has been wasting away faster than usual. The mother stated that her son kept receiving button errors at night. The customer was advised that pushing the buttons more than usual will kill the battery faster. The customer was advised to monitor the pump and call back if any issues persist.